Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative recalibrated the right tracker of the imaging system which fixed the accuracy depth back to normal expected metrics. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that a 2 mm inaccuracy was replicated when using the imaging system during servicing. The rep did spins of two different test models and multiple instruments and no matter the placement of the demo models the inaccuracy was the same. There was no patient involvement. Additional information was later received reporting that the inaccuracy was coming from the imaging system. The imaging system's tracker on the right was causing the issues. It was suspected that it had been bumped or moved since its last calibration.

Event description:
Additional information was received clarifying that the imaging system associated with this event actually did not have an issue with inaccuracy. A different imaging system was found to be inaccurate and re-calibrated. The other imaging system that was indicated to have the inaccuracy was reported under regulatory report 3004785967-2020-00701.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6 correction) it was clarified that the imaging system associated with this event was checked out and functioned as intended. It was confirmed that only the other imaging system that was indicated to have the inaccuracy was re-calibrated to resolve the issue. This was reported under regulatory report 3004785967-2020-00701. Per the corrected information, fdm 10, fdr 213, and fdc 67 are the corrected codes for the system checkout associated with this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.